Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer was unable to complete system check with tandem technical support at time of call, but will reportedly change supplies at a later time. Customer's blood glucose was 176 mg/dl at time of alarm.